Event description:
Info received indicates while testing the bed, the technician found there was no ground reading due to a loose ground screw on the ac power cord plug.

Manufacturer narrative:
The technician tightened the ground screw connection on the ac power cord plug to repair the bed.